Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 128" (325 cm) appx 16.5 ml, 15 drop primary set w/2 microclave, remv 2 gang 4-way clave stopcock, rotating luer, 2 ext. The customer reported that the 4-way stopcock will not allow the fluid to flow when attached to the intravenous tubing. It was unknown if there was patient involvement, however, harm was not reported as a consequence of this event.